Event description:
Related manufacturer reference number: 2017865-2022-01224. It was reported during implant procedure that the atrial and right ventricular leads exhibited failure to capture. Abnormal pacing impedance was also noted on both leads. The leads were exchanged without reported issue. The patient was stable following the procedure.

Manufacturer narrative:
The reported events of failure to capture and abnormal pacing impedance were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing, visual inspection and x-ray examination of the lead did not find any anomalies with the exception of damages consistent with procedural damage.